Manufacturer narrative:
Bayer case number: (B)(4) perforation of the uterine fundus by an essure implant [uterine perforation], genital prolapse [genital prolapse] , a stage 3 cystocele [cystocele] , , stage 2 hysterocele [hysterocele] , peritoneocele with enterocele [enterocele] , rectocele [rectocele] , arterial hypertension [arterial hypertension] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-dec-2025. The most recent information was received on 26-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterine fundus by an essure implant") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, total knee replacement and hiatal hernia. In 2017, the patient had essure inserted. In 2017 she experienced hypertension ("arterial hypertension"). Essure was removed on 18-(B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required), genital prolapse ("genital prolapse"), cystocele ("a stage 3 cystocele"), hysterocele (", stage 2 hysterocele"), enterocele ("peritoneocele with enterocele") and rectocele ("rectocele"). The patient was treated with surgery (subtotal hysterectomy and right adnexectomy, left salpingectomy. Coagulation and section of the rig and robot-assisted laparoscopy with double promontofixation, subtotal hysterectomy, right adnexectomy). At the time of the report, the outcomes for uterine perforation, cystocele, hysterocele, enterocele, rectocele and hypertension were unknown. The reporter considered uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to cystocele, hysterocele, enterocele, rectocele, hypertension or genital prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. [Pathology test] (date unknown): exploratory time: pelvic level: perforation of the uterine fundus by an essure implant. Left adnexa: unremarkable right adnexa: unremarkable no abnormalities in the supramesocolic compartment, a few parieto-epiploic adhesions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) perforation of the uterine fundus by an essure implant [uterine perforation] genital prolapse [genital prolapse] a stage 3 cystocele [cystocele] , stage 2 hysterocele [hysterocele] peritoneocele with enterocele [enterocele] rectocele [rectocele] arterial hypertension [arterial hypertension]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterine fundus by an essure implant") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, total knee replacement and hiatal hernia. In 2017, the patient had essure inserted. In 2017 she experienced hypertension ("arterial hypertension"). Essure was removed on (B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required), genital prolapse ("genital prolapse"), cystocele ("a stage 3 cystocele"), hysterocele (", stage 2 hysterocele"), enterocele ("peritoneocele with enterocele") and rectocele ("rectocele"). The patient was treated with surgery (subtotal hysterectomy and right adnexectomy, left salpingectomy. Coagulation and section of the rig and robot-assisted laparoscopy with double promontofixation, subtotal hysterectomy, right adnexectomy). At the time of the report, the outcomes for uterine perforation, cystocele, hysterocele, enterocele, rectocele and hypertension were unknown. The reporter considered uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to cystocele, hysterocele, enterocele, rectocele, hypertension or genital prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. [Pathology test] (date unknown): exploratory time: pelvic level: perforation of the uterine fundus by an essure implant. Left adnexa: unremarkable. Right adnexa: unremarkable. No abnormalities in the supramesocolic compartment, a few parieto-epiploic adhesions. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.